Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Investigation conclusion: no sample, no lot. Root cause description: no sample, no lot.

Event description:
It was reported that a nexiva diffusics 24g x 0.75 in had a crack on the tubing and leaked when flushed. The following was reported, "piv catheter cracked on tubing, leaking when flushing had to be removed. Nexivia diffusics: ref (B)(4), 24ga 0,75in grm 92575 unaware of lot#."